Manufacturer narrative:
On june 17, 2020, the product investigation was completed. It was reported that a 75-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After completing the afib case and while removing all catheters from the patient, the patient¿s blood pressure dropped on the anesthesia monitor and cardiac tamponade was confirmed. Pericardiocentesis was performed and 350cc of fluid was removed. The patient was reported in stable condition after pericardial drainage. There¿s no indication that extended hospitalization was required. Patient¿s outcome is fully recovered with no residual effects. The physician believes the transseptal puncture was the cause of the effusion, not bwi product. No bwi product malfunctions nor error messages were reported. Device evaluation details: the returned device was visually inspected, and it was found in normal conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized. The force check could not be performed due the temperature did not show. The returned device was then evaluated for electrical resistance and the thermocouple test failed. A failure analysis was performed, and it was found that there is a loss of electrical resistance from the cut to the dome creating the temperature issue. Then, an irrigation test was performed, and the catheter failed. Further investigation revealed that irrigation tubing was occluded with reddish brown material apparently dried blood near to the piston area. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. However, the root cause of the irrigation tube occluded with reddish brown material cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. This temperature issue was previously investigated and does not represent any patient safety impact as it will result in the catheter not being able to read temperature, and thus, the catheter not being able to deliver rf energy to ablate. In this scenario, the catheter will need to be removed and replaced, causing a procedural delay and customer annoyance. Correction: in addition to the device evaluation, internal review of the complaint identified that section d10 (device available for evaluation?) Was mistakenly submitted as "no" within the initial report. The field has been updated to "yes" in this supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster product analysis lab has received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We are working on the manufacturing record evaluation (mre). Once the information is provided, it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture ref no: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After completing the afib case and while removing all catheters from the patient, the patient¿s blood pressure dropped on the anesthesia monitor and cardiac tamponade was confirmed. Pericardiocentesis was performed and 350cc of fluid was removed. The patient was reported in stable condition after pericardial drainage. There¿s no indication that extended hospitalization was required. Patient¿s outcome is fully recovered with no residual effects. The physician believes the transseptal puncture was the cause of the effusion, not bwi product. No bwi product malfunctions nor error messages were reported. Transseptal puncture was performed with brk and brk-1 transseptal needles. Default settings for thermocool stsf were used: 2ml in low flow, 8ml when applying < =30w and 15ml when applying >30w. The force visualization features that were used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were range: 2.5 mm, time: 3 seconds, force over time: 25% 3g and tag size: 3mm. No additional filters were used. The color option used prospectively was tag index.. Despite the physician believes the event occurred due to the transseptal puncture with the usage of non-bwi products, this event is being conservatively reported under the stsf catheter since the cardiac tamponade was discovered after radio frequency delivery. Therefore, the bwi ablation catheter cannot be excluded.